Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stents: 2.25x28 xience alpine (2); 2.0x8mm mini vision. The device was not returned for analysis. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects are a known inherent risk of the procedure and the failure to cross and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the left anterior descending (lad) and diagonal arteries, the xience alpine stent delivery system (sds) was advanced but could not cross the lesion and was removed. Additional angioplasty to the ostial diagonal vessel was performed and two different xience alpine sds and a mini-vision sds were attempted but also could not advance the lesion. No stent system was successful in crossing the lesion; a spiral dissection of the diagonal vessel was noted; however, it could not be determined exactly when it occurred. An unspecified promus stent was used as treatment and sometime during the procedure an intra-aortic balloon pump (iabp) was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.